Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event and reported the continuous glucose monitoring system lt did not alert her. The user did not require medical attention.

Manufacturer narrative:
Based on the investigation there was no malfunction observed with the eversense continuous glucose monitoring (cgm) system.